Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the protective sheath was removed from the stent during prep, the stent came off of the device. The device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
.